Manufacturer narrative:
Investigation: bd received photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for incorrect fill line position with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported with the use of the bd vacutainer® plus blood collection tube there was an issue with labeling error. There was no report of injury or medical intervention.